Event description:
The consumer alleged that the toothbrush caught on fire. There was no report of harm, injury or property damage.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
The device was returned to manufacturer for investigation. A visual external inspection of the handle observing a non-uniform foreign black substance on the base charger interface of the device. (Foreign substance=not originating from the device itself). The visual features of the non-uniform black substance are consistent with mold. The device was cleaned & sanitized. The non uniform black substance cleans away easily with sani wipe revealing no abnormalities or thermal damage to the device. No electrical current leakage, electrical fault, thermal activity or event was detected from the returned device or any of its components. The cause of the customers complaint is a mold like substance on the base plate. The device did not malfunction.

Manufacturer narrative:
Device was returned to manufacturer for investigation. It was determined that the device did not malfunction. This case is now determined to be not reportable. Reportability for initial MFR report number submitted on 06/14/2024 can be removed.